Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a design history record review, a search for similar complaints, and a review of labeling. Return material was not available from the customer. An accuracy testing protocol was executed using a file sample from lot 60354ui00. The testing met acceptance criteria which determined the reagent is performing acceptably. A design history review did not find any issues with the lot number in question. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect tsh reagent, ln 07k62, lot 60354ui00, was identified.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer generated falsely decreased tsh results while using the architect tsh assay. The customer provided the following result data (reference range provided 0.35-4.94 uiu/ml): (B)(6) 2016, ID (B)(6): initial 0.3375, retest 0.3572; (B)(6) 2016, ID (B)(6): new specimen drawn; initial 0.6692, retest 0.6217. There was no adverse impact to patient management reported.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended. However, no systemic issue or product deficiency was identified. Correction: conclusion code. (B)(4) is being replaced by (B)(4).